Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to loosening - stem/malalignment - stem. Srnjr number: (B)(4), side:r, frasa: p2 - mild disease not incapacitating.